Manufacturer narrative:
Analysis of programming history.

Event description:
While reviewing the pt's programming history, it was noted that two different faulted system diagnostic tests changed the pt's parameters. The first occurred on (B)(6) 2005 and the second occurred on (B)(6) 2005. The pt's settings were corrected on (B)(6) 2005 and prior to (B)(6) 2006, respectively; the pt was initially interrogated on (B)(6) 2006 at intended settings.